Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017. Product type lead, product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep indicated that the patient has impedances issues on all leads and is scheduled to have a lead revision. However, with covid-19 restrictions, the revision has been put on hold. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) concerning patient with an implantable neurostimulator (ins). It was reported the patient was unable to charge past 75%. No patient symptoms were reported. It was recommended the rep instruct patient when @75% to continue to charge for up to 2 hours. A typical recharge is 4-6 hours from 0-100%. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that patient¿s charging issues are unknown, and when reviewing recharging history, there were no issues. The rep mentioned that the patient ran into a table that may have contributed to the issues. No further actions have been taken at this regarding the ins not charging past 75%. No further complications were reported or anticipated.